Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in repairing the system. The customer installed a new power plug. The system operates as intended and was returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.